Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an intermittent inability to interact with pump screens options. There was no impact to the user's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.